Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using fast-fix 360 curved, the t2 was not getting out from the shaft needle after surgeon deployed the implant. The t1 implant was removed using a arthroscopic grasper. Surgery was resumed, without any delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without either anchor. A short section of suture was returned with one end cut. The actuator was in the pre t1/post t2 deployment position with debris in the needle. A functional evaluation found the device cycled as intended. The complaint was not confirmed and the root cause could not be determined as the failure could not be duplicated during the product evaluation. Factors that may have contributed to the reported event include unintended contact to the needle or second implant. No containment or corrective actions are recommended at this time.